Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to be in back-up vvi. The patient was admitted to the hospital to be monitored overnight. The device was successfully reprogrammed and the patient was released from the hospital. The patient was in stable condition.